Manufacturer narrative:
(B)(4). Approximate age of device - 2 years and 5 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had been extremely noncompliant with medications, appointments and care plans. It was reported that the patient was very inconsistent in taking the coumadin dose regimen and have their inr checked. On (B)(6) 2017, the patient presented to the emergency room with an inr of 4.7 and a new onset of subarachnoid hemorrhage. It was reported that the patient expired on (B)(6) 2017 with a cause of death of subarachnoid hemorrhage secondary to over anticoagulation as evidenced by high inr level.

Manufacturer narrative:
Additional information. It was initially reported that the pump was returning for analysis; however, additional information received from the user facility indicated that the pump would not be returned for evaluation. No product was returned for evaluation. A correlation between the device and the reported subarachnoid hemorrhage and subsequent patient outcome could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.